Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 594-595 mg/dl. The customer administered a manual insulin injection to address high bg. Reportedly, the cause for the reported issue was due to the pump shutting down due to the customer not charging the pump. The pump was charged and the customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.